Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer replaced the drawer controller card and the cubie tray. Moved all the cubies from the main drawer and configured them in the main drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medbank es system had drawer rowboard failure. The customer stated that users could not remove the items from the last row of the drawer and there was a delay of 24 hours and the pharmacy sent out the items to the facility. There were no adverse events or injuries reported based on this incident.